Manufacturer narrative:
An evaluation was performed on the returned product and could confirm the customer complaint for the optics disappearing. The evaluation shows the scope has been used in the field. The distal tip shows some melting and caused by contact. The base of the scope showed to be dented and came in contact with a hard surface which could have moved the innertube to cause the black image. This damage is considered to be customer related. No further investigation is required. (B)(4).

Event description:
It was reported that during a knee scope procedure using a videoarthroscope hd, that the optics would disappear and the lens was loose. A backup device was available to complete the case and there were no reported patient injuries or complications.